Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharging system and patient programmer were damaged and lost during storm (B)(6) on (B)(6) 2017. The patient hadn't used the system since 2017. The patient finally settled into her home and wanted to start using the device again. The rep was going to meet with the patient to complete a por on (B)(6) 2019. The device was alleged to be overdischarged due to the last recharge being in 2017 from the patient losing the equipment in the storm. A prm was performed and they were able to get the ins charging normally, but coupling was off and on. The rep said it was very positional and took 6 hours to get to 25%. The rep said the ins was recovered, charged to 25%, and while interrogating the ins with the clinician programmer and clearing the por, the ins indicated that it was discharged and needed recharging. The patient recharged to 100%, the rep read the device with the clinician programmer, and within a few minutes the ins again went into a discharged state. It was recommended that the battery be exercised for 3 cycles and then to assess charge capacity. The rep wanted to discuss a possible defective battery because the hcp believed the battery was defective. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient recharged to 100% over the next three days and then was reprogrammed to resolve the battery from discharging after the power on reset messages were cleared. The patient still continues to have a hard time recharging the device as she does not get great coupling with the antenna, and it is very positional. The patient was not sure what her current weight was; however, the patient¿s last recorded weight at the physician¿s office was (B)(6). There were no further complications reported or anticipated.